Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the hcp was doing a pocket revision on 2018-(B)(6) due to the pump being "too shallow or too deep". The patient was uncomfortable. It was unknown what the issue related to pump depth was. It was unknown if there was dissatisfaction with size or shape. Pump loose/movement/migration was reported while cause was unknown. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a drug infusion device. The drug being delivered was 1.0 mg/ml morphine (unknown) at 0.2499 mg/day and increased to 0.3486 mg/day at the refill on (B)(6) 2018. The reason for use was non-malignant pain. It was reported that there was a ptm code on (B)(6) (B)(6) 2018. The code meaning was reviewed as ¿physician bolus in progress.¿ the pump was refilled yesterday ((B)(6) 2018). The code was explained as the pump was recently programmed with a prescribed bolus that is currently in progress as indicated in labeling. The pump/ptm is working as designed. The patient was to follow up with the healthcare professional (hcp) and advised to direct questions about the bolus to their physician. The caller did not confirm that the inquiry was resolved. The patient stated they "last got a bolus at 2pm yesterday, and then I went for a refill at 3pm and they increased the dose and then I started seeing an code" ((B)(6) 2018). She is upset that she cannot get a bolus until the physician prescribed bolus passes through the catheter, and that no one told her about this. With the 2nd pump (current pump, put in on (B)(6) 2018), this one began "flipping as well, and it started rolling" in (B)(6) of 2018. This started "rolling 4 or 5 days after it was put in and then it started rocking on (B)(6) 2018" ((B)(6) 2018). It was also mentioned that they have pain at the pump implant site. This pain was "just discovered yesterday ((B)(6) 2018) when the pump was rocking.¿ "this time it hurts, it didn't hurt when the first one started flipping.¿ the patient reported that the doctor said "the problem is when it rolls its yanking on the muscle so it¿s like a stabbing pain, and the boluses normally help with that but I can't get them until this passes". There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-aug-27. The serial number of the pump was provided (of note, this was the same serial number of the ¿first pump,¿ which indicates that the patient did not receive a new pump, but a revision had been performed). There were no further complications reported/anticipated.